Event description:
An endurant bifurcate stent graft was implanted as part of the endovascular treatment of a 69mm aaa . It was reported that during the index procedure, after the stent graft was deployed , the physician was unable to push the whole delivery system up and the delivery system could not be retrieved normally. It was confirmed there was no femoral artery twisting issue by moving the delivery systems outer sheath. A balloon was inflated at the proximal end of the stent from the contralateral leg, and the spindle at the proximal end of the stent could not be separated from the edge of the graft stent. The physician deployed the system after disassembling the stent according to the instructions but was unable to retrieve back the rear deployment system. The physician tried to pull down the entire delivery system directly. However, a section of the bare stent was completely immersed in the cannula, and the spindle was still not separated from the proximal end of the stent. To move the stent further down may cause the stent dislodgement, so the delivery system was moved up again. It still was unable to go to the upper of the bare zone. The physician punctured the left brachial artery, moved in a snare to catch the tapered tip of the stent, and applied force up and down at the same time. This barely delivered the stent to upper to the bare zone, but after the deployment, it still could not be retrieved back. The physician began withdrawing the stent system while pulling it with the hand, there was still a section of the bare stent completely immersed in the cannula. The physician re-delivered the stent system back above the bare zone while pulling back the rear t-shaped catheter with all possible strength and the tapered tip end was finally retrieved back. However, there was still a gap and it could not be fully retrieved back. During the procedure, the anesthesia was changed from local to general because of the patients age. The bilateral femoral approach was changed from puncture to an incision and the surgery time was extended to 8 hours, and the blood pressure dropped during the surgery. The delivery system was then fully removed from the patient. The patient was sent to ccu after the surgery, without risk of death. Per the physician, the cause of the event could not be determined. It is suspected the spindle could not be normally detached from the proximal end of the stent graft. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.